Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 27sep2018 to assess the instrument test well images in question, and determined that they appeared visually negative. No errors were noted in the instrument event log. The immucor laboratory reviewed DHR records on 04oct2018 because the product had already expired, and determined that the product had performed as expected at the time of product release. (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported on behalf of a customer site an unexpectedly negative antibody identification when using capture-r ready-ID, when used on a galileo echo instrument on (B)(6) 2018.